Event description:
Per email report : "inflated balloon of the catheter inside endometrial cavity during procedure. Size of the balloon could not be adjusted an did not deflate at all. Needed to pull out the catheter by force." (B)(4).

Manufacturer narrative:
Reference (B)(4). Investigation: initiated manufacturer's investigation. Review DHR. Inspect returned. Analysis and findings : distribution history: the affected complaint product was manufactured at csi trumbull starting on 9/25/2018 and completed 10/01/2018 under work order (B)(4). Manufacturing record review: the DHR for this device was reviewed and no non-conformities related to the complaint condition were noted. Incoming inspection review: the h/s catheter is assembled by csi trumbull, individual components are verified and assessed during manufacturing process and sampled by iqc where there no reported issues. Service history record: service history record not applicable to this product. Historical complaint review: a review of the product two-year history indicated that this has been the only complaint of its kind. The reported event will be monitored for possible future reported event trending. Product receipt: one complaint sample of the h/s catheter 5fr stylet was received on 6/1/2019 and evaluated 2/25/2020. The reported lot was confirmed as being the same as the one received. Visual evaluation: complaint sample was visually evaluated and was noted to be free of any obvious damage. Functional evaluation: functional evaluation was performed, and product functioned with acceptable results. Root cause definitive root cause is indeterminable for the reported event, however, it's possible that it was related to technique of use. Correction and/or corrective action: no further corrective action is required at this time, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Per email report - "inflated balloon of the catheter inside endometrial cavity during procedure. Size of the balloon could not be adjusted an did not deflate at all. Needed to pull out the catheter by force." (B)(4).